Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A partial dose of heparin was administered prior to trans-septal puncture (tsp). Tsp was performed with radio frequency versacross connect. The remainder of the heparin dose was administered. The activated clotting time (act) after tsp was 400 seconds. The versacross connect was removed. Once trans-septal crossing was complete with the watchman trusteer access system and pigtail catheter, a fibrinous-looking artifact was seen on the end of the watchman trusteer access system sheath. The physician attempted to aspirate the thrombus out through the side port of the watchman trusteer access system sheath (30ml of blood was aspirated) and through the pigtail catheter, however the artifact remained. The pigtail catheter was retracted into the watchman trusteer access system sheath, and no artifact was seen on transesophageal echocardiogram (tee). The pigtail catheter was fully removed and flushed, and no thrombus was found. The watchman trusteer access system sheath was aspirated again, and no thrombus was found. The pigtail was re-inserted over a j-wire, and the procedure was completed with successful implant of a 27mm watchman flx pro closure device in the intended location. There were no patient issues or complications, and the patient was discharged same day.